Event description:
It was reported that the procedure was to treat an un-specified chronic totally occluded coronary lesion. The whisper guide wire was being used during the procedure. It was noted that during advancement and removal of an un-specified device, resistance was noted with the guide wire, as it felt sticky. A new whisper guide wire was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.